Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer alleging possible pump under delivery and they experienced high blood glucose. The customer blood glucose level was 280 mg/dl at the time of incident and the current blood glucose of the customer is 60 mg/dl. The customer's other blood glucose was 300 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer treated with insulin pump and glucagon tablet. Customer states the drive support cap appears normal. Customer declined to perform the high pressure test and performed self-test and able to complete. The insulin pump will not be returned for analysis.